Event description:
It was reported that the patient could not feel any stimulation sensation, even after increasing the voltage from 5.1 v to 8.0 v. The patient stopped feeling stimulation about one week ago following a fall. Impedances were measured and found to be >3600 ohms on all bipolar combinations with electrode 10. All other impedances were within normal ranges. The patient was originally programmed to 8-, 9-, 10+, but was then reprogrammed to 8-, 9-, 11+. Reprogramming successfully restored the patient's stimulation.

Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4). Product type: programmer, patient: product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 3487a-33, lot# j0340322v, implanted: (B)(6) 2003. Product type: lead. (B)(4).